Event description:
It was reported that during an unknown procedure the clip ejected while it was loaded. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.